Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump over infused twice during volumetric test. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H11: the device was received for evaluation. During evaluation, the reported problem of "over infused during volumetric test twice" was not reproduced. The device was sent for flow testing and passed. A review of the event history log (ehl) revealed infusions with no abnormalities. The reported condition was not verified. Additional relevant information become available, a supplemental report will be submitted.